Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the pw100 (lot#bmjtpg0971) was suctioning extremely slowly even with the attachment of the newly installed accessory kit from so# (B)(4), confirmed via water suction test. Tcm is to collect the defective system from 511 lasso loop canyon, tx 78133. Tcm will send bio box. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Event description:
It was reported by the customer that the pw100 (lot#bmjtpg0971) was suctioning extremely slowly even with the attachment of the newly installed accessory kit from so# 1169540, confirmed via water suction test. Tcm is to collect the defective system from 511 lasso loop canyon, tx 78133. Tcm will send bio box. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. Gross visual evaluation: there were no cracks present. There was no residue present in the canister but there was a small amount in the collector tubing. The stop valve was working properly. There was light and sound indicating function. G2: once the device was opened up, there was slight residue on the base and the rim. Further inside, there was a small amount of residue and corrosion on the returned pcba. There was also heavy white residue in the inner tubing next to the motor. Functional evaluation: the device failed with a value of 0.757 slpm at device start and 0.859 slpm at 10 seconds with the returned pcba. The device failed with a value of 0.803 slpm at device start and 0.889 slpm at 10 seconds with the in-house pcba. The labelling was reviewed for this investigation. The reported event is addressed within the labeling as it states: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter ". 6. Use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. There are no serviceable parts in the purewick urine collection system. Adjustments or modifications made by anyone other than an authorized representative of bd will void the warranty. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks. Separated housing. Not suctioning properly or no suction. Damaged power cord. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.